Manufacturer narrative:
Manufacturing site evaluation: samples received: one sample was received used in open packaging. Analysis and results: there are no previous complaints of this code batch, the stock was reviewed. (B)(4). Analysis samples: since sample are not available, it is not possible to conduct an investigation to determine the cause of the incident. Without a closed sample a suitable analysis cannot be performed. In order to make an assessment the OEM requires at a minimum five units of the same batch for investigation. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(4). Repetitive thread breakage during the same procedure, thread broke during surgery.